Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported. On the 45 day follow up a transesophageal echocardiography (tee) was performed. The imaging revealed that the device was still well positioned and there were no thrombus present. 9 months post procedure the patient was found to have a massive clot in the left atrium that was attached to the closure device. The patient underwent a surgical removal of the clot. The thrombus, appendage and the closure device were all removed in surgery. The surgeon placed a pericardial patch and the patient recovered well. The patient is currently doing fine following these events.